Event description:
It was reported that a flogard infusion pump presented the insert clamp alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. The reported insert slide clamp alarm was identified during service of the device. The cause of the insert slide clamp alarm was determined to be an out of calibration safety / slide clamp assembly. To address this issue the clamp sensor was calibrated and cleaned. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.